Event description:
It had been reported revision surgery of acetabular insert and femoral head caused by large osteocytic area around proximal femur. At the time of surgery, the osteocytic area was cleaned and packed with bone graft.